Manufacturer narrative:
Complaint conclusion: it was reported that an outback broke in a 6f brite tip sheath during an intervention in the biliary system. There was no reported patient injury. Per visual preliminary analysis of the device received, the distal tip is detached and included. However, additional information from the account representative indicated that the outback did not separate, crack or fracture. One not sterile outback was received coiled inside a plastic bag. The unit was separated at 2.5 cm from distal end. Distal tip was attached to the separated section; also an unknown wire that does not appear to be part of the outback was exposed in the distal section. During microscopic analysis it was noted that the device was elongated in the sections of the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported distal tip separated was confirmed since the distal section of the body was found separated. The exact cause of the failure reported as well as the body/shaft separation found could not be determined. Neither the product analysis nor the manufacturing records reviews suggest that the failure experienced could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time. It was confirmed through product analysis that approximately 2.5 cm of the distal shaft of the outback catheter separated. The initial report from the account noted this separation; however, additional information received from the account contradicts this, noting that there was no separation. Either way, analysis confirms the separation, noting that the catheter shaft was elongated possibly as a result of excessive force used during removal. However, with the information provided and without films of the event no conclusion can be drawn. However, procedural factors and/or device interaction may have influenced the event.

Manufacturer narrative:
Review of lot 15878729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that the patient¿s ischemic disease burden was moderate claudication to the left popliteal (category 2). The patient¿s underlying co-morbidities was wounds. The target vessel was the popliteal. A contralateral approach was used with a 7f rabi sheath. The presentation of the patient¿s anatomy was acute bifurcation. A guide catheter was not to insert the outback. An approved guidewire was used for the procedure. The outback was prepped following IFU instructions. During prep , the cannula/needle actuated smoothly. Post procedure, the guidewire was noted to be kinked. During the procedure, the wire was problematic. At bifurcation, there were difficulties advancing the outback over the guidewire. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the inferior direction when advancing over the horn. There was no difficulty delivering the guidewire passed the lesion. There was no difficulty getting to the target lesion once the outback was able to be delivered passed the iliac bifurcation. There was no difficulty actuating or retracting the cannula at this point. The lesion was treated successfully. During retracting, abnormal force was required. There was resistance/ difficulty removing the outback from the patient. The distal tip separation occurred at bifurcation. It is unknown if the primary damage to the nosecone could have occurred at a different time than when the separation was noted. The physician has been using the outback for several years with approximately using it once a week. The physician¿s technique has not been impacted by any changes in indications, thought leadership or publications. No additional information is available. Device evaluation updated: (B)(6) 2014) one not sterile outback was received coiled inside a plastic bag. The unit was separated at 2.5 cm from distal end. Distal tip was attached to the separated section; also an unknown wire that does not appear to be part of the outback was exposed in the distal section. During microscopic analysis it was noted that the device was elongated in the sections of the separation. Insertion withdrawal test could not be performed due to the separation found in the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported cto catheter system separated was confirmed. The reported cto catheter system-withdrawal difficulty and cannula wire port/guidewire lumen (outback only)- resistance/friction could not be confirmed since functional test could not be performed. The exact cause of the failure reported as well as the body/shaft separation found could not be determined. Neither the product analysis nor the manufacturing records reviews suggest that the failure experienced could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect additional information. After successful treatment in the popliteal artery with an outback catheter, it was noted that resistance was encountered necessitating use of excess force resulting in separation of the nosecone from the catheter shaft. The nosecone remained attached to the guidewire and did not separate into the patient. The outback was prepped following IFU instructions. During prep , the cannula/needle actuated smoothly. A contralateral approach was used with a 7f rabi sheath, an approved guidewire was used for the procedure and a guide catheter was not to insert the outback. At bifurcation, there were difficulties encountered when advancing the outback over the guidewire. There was no difficulty delivering the guidewire past the lesion and there was no difficulty advancing to the outback to the target lesion once the outback was able advance past the iliac bifurcation. There was no difficulty actuating or retracting the cannula at this point and the lesion was treated successfully. During retraction abnormal force was required as there was resistance/ difficulty removing the outback from the patient. The distal tip separation occurred at bifurcation. It is unknown if the primary damage to the nosecone could have occurred at a different time than when the separation was noted. Post procedure, the guidewire was noted to be kinked. The physician has been using the outback for several years approximately once a week. No additional information is available. One not sterile outback was received coiled inside a plastic bag. The unit was separated at 2.5 cm from distal end. Distal tip was attached to the separated section; also an unknown wire that does not appear to be part of the outback was exposed in the distal section. During microscopic analysis it was noted that the device was elongated in the sections of the separation. Insertion withdrawal test could not be performed due to the separation found in the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported cto catheter system separated was confirmed. The reported cto catheter system-withdrawal difficulty and cannula wire port/guidewire lumen (outback only)- resistance/friction could not be confirmed since functional test could not be performed. The exact cause of the failure reported as well as the body/shaft separation found could not be determined. Neither the product analysis nor the manufacturing records reviews suggest that the failure experienced could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined but the separated sections showed evidence of elongations possibly the result of the use of excessive force. The reported resistance friction and tracking difficulty were not confirmed since functional tests were successfully performed. Based on the information available for review, the patient¿s anatomy and procedural factors (difficulty advancing the outback over the iliac bifurcation) are most likely contributing factors to the tracking difficulty reported resulting in the separation of the distal tip. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Event description:
Outback broke in a 6f brite tip sheath during an intervention in the biliary system. There was no patient injury. Per visual preliminary analysis of the device received, the distal tip is detached and included. Additional information from the account representative indicated that the outback did not separate, crack or fracture.